Event description:
In 2008, the lay-user/reporter contacted lifescan alleging that a one touch ultra meter was reading inaccurately high. The pt tests his blood glucose twice a day. He tests before breakfast and dinner. He takes set dosages of glyburide twice a day. The pt has kidney disease. The reporter was not sure as to what date/time the alleged meter issue began. However, on three days earlier, the reporter claimed that the pt suffered two hypoglycemic events. On that day, the pt took his usual afternoon dose of glyburide and then tested his blood glucose with the reported meter. He obtained a result of "121 mg/dl" and then ate dinner. After eating dinner, the pt went to bed. During the night, the reporter found the pt half way on the bed. Apparently, the pt had partially slid off the bed. He was described as being cold and was "talking strange." The paramedics were contacted. When they arrived, the paramedics tested the pt with the reported meter and got a result of "122 mg/dl." The paramedics did not test the pt with any other device. He was taken to the hospital via an ambulance. When the pt arrived at the hospital, his blood glucose was tested on an ER/hospital meter and a result of "40 mg/dl" was obtained. The pt was treated with a glucagon injection and released from the hospital. The reporter could not recall if his blood glucose was tested on the reported meter while he was in the hospital. The next morning on two days prior to original date, the pt reportedly developed the same symptoms while eating breakfast. The paramedics were contacted. The paramedics did not test his blood glucose but took him to the hospital immediately. The hospital again tested the patient's blood glucose and reportedly got a result in the "40's" mg/dl. He was treated with another glucagon injection. The reporter did not know what meter reading the pt had obtained prior to eating breakfast that day. The pt was obtaining blood samples from his fingers. It is not known if the pt was using a correct technique for testing with the reported meter or if he was cleaning his puncture sites correctly. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the reporter claimed that the pt developed symptoms suggestive of hypoglycemia and had to receive glucagon injections in a hospital after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for eval, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.